Event description:
It was reported that a user experienced a connectivity issue in which a dexcom g7 sensor paired and warming up in the dexcom app did not display glucose data on the ilet despite entry of the pairing code. Symptoms included no reported adverse health effects and no impact to blood glucose control. Outcomes included temporary interruption of cgm data to the ilet with dosing projected to stop soon, which resolved after troubleshooting. Customer care provided remote troubleshooting and education, including switching cgm configuration from g7 to g6 and back on the ilet and re-entering the g7 pairing code. Investigation of this case revealed that the ilet was not receiving cgm data due to a pairing or configuration issue, which was corrected when the cgm type was toggled and the pairing code was re-entered, after which glucose readings appeared on the ilet. It was concluded, based on previously established findings for similar reports, that the cause was consistent with transient cgm-to-ilet connectivity behavior that resolved through standard pairing steps.